Manufacturer narrative:
An event regarding dislocation of an adm liner was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as no items were returned. -medical records received and evaluation: a review of the medical records by clinical consultant. Concluded: no confirmation of event, need primary operative report, clinical/past medical history and x-rays. -device history review indicated the devices accepted into final stock with no relevant reported discrepancies. -complaint history review found no other similar events have been reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as the return of the device, primary operative report, clinical/past medical history and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Rep reported revision of a dislocated total left hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Rep reported revision of a dislocated total left hip.